Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a sheath leak occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink plus was selected for use and advanced through a 6f guide catheter. The rotation speed was set at 150,000rpm. During the procedure, the speed was dropping to approximately 120,000rpm and lower. The unit sounded as though there was a lack of power. It was then noted that there was a saline leak in the sheath of the burr catheter. The procedure was able to be completed with this device with a successful result. No patient complications were reported and the patient's status is stable.